Manufacturer narrative:
Continuation of d11: product ID 8596sc lot# serial# (B)(4) implanted: 2018-(B)(6) explanted: product type catheter product ID 8598a lot# serial# hg2kvu805 implanted: 2018-(B)(6) explanted: 2018-(B)(6) product type catheter product ID 8880t2 lot# serial# unknown implanted: explanted: product type accessory product ID 8840 lot# serial# unknown implanted: explanted: product type programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative indicated that the catheter was disposed of and would not be made available for analysis. No further complications have been reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Product ID: 8880t2, serial# unknown, product type: accessory. Product ID: 8840, serial# unknown, product type: programmer, physician. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 07/19/2020, UDI#: (B)(4); product ID: 8598a, serial/lot #: (B)(4), ubd: 06/01/2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative (rep) regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the rep was unable to read the patient's pump after several attempts made with the communicator and the clinician programmer. It was noted that the rep believed that there was too much tissue between and that there was no elective replacement indicator issue, and no metal near the patient. Instructions were provided to the caller for the communicator telemetry distance and troubleshooting in labeling. The rep tried and was wondering if there was a way to boost the signal; the communicator does not have that capability. The caller disconnected and the issue was unresolved. No symptoms were reported. No further complications have been reported as a result of this event. Additional information received reported the issue was only a telemetry issue and not tablet related. Additional information was also provided to the manufacturer representative (rep) by the healthcare professional (hcp). The patient came in for a refill and they were having issues with telemetry. The rep indicated that the patient had gained about 100 pounds since their pump was implanted, and was concerned about the depth of the pump. The surgeon then took the patient into the operating room the same date as the refill and was planning on performing a dissection. The surgeon discovered that the pump flipped and when it had flipped, it pulled the catheter and pulled the anchor out. Additionally, the catheter tip was pulled out of the intrathecal space. The surgeon ended up doing a catheter revision as well as anchoring the pump down with sutures. The surgeon discussed that the patient post-procedure that they cannot gain any more weight as the pump depth was at 3 cm. Additional information also reported that the patient was receiving baclofen (2,000 mcg/ml, 300 mcg/day) for intractable spasticity and spinal cord injury/spinal cord disease.

Manufacturer narrative:
Product ID 8596sc lot# serial# (B)(4) implanted: (B)(4) 2018 explanted: product type catheter product ID 8598a lot# serial# (B)(4) implanted: (B)(4) 2018 explanted: (B)(4) 2018 product type catheter product ID 8880t2 lot# serial# unknown implanted: explanted: product type accessory product ID 8840 lot# serial# unknown implanted: explanted: product type programmer, physician .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated that the patient had an end of service revision with withdrawal symptoms and had a revision of the catheter. The hcp then stated that the patient went home and on (B)(4) 2018 was admitted with baclofen withdrawal symptoms. The hcp stated that the patient's pump had started flipping and disconnected the catheter. The hcp stated that the patient's weight was stable. No further information was provided.